Event description:
The jaw of the device fell apart inside the cavity. The jaw and instrument were removed but it is unknown if the pin was removed. The pin was not found. A similar device was used to complete the procedure without any reported adverse affects to the patient.